Manufacturer narrative:
A review of the data management system confirmed that the user has not been using the system since the hospitalization, as the transmitter was discarded during the hospital stay.

Event description:
The user reported a hospitalization that occurred on (B)(6) 2026, due to pneumonia and a heart-related condition. The user received medical treatment and reported feeling improved at the time of follow-up. The event was not related to diabetes, glucose measurements, or use of the system, and the user's healthcare provider was aware of the hospitalization.